Event description:
It was reported that the pump stopped for no apparent reason. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the pump was no longer under warranty.